Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post cardiac valve replacement surgery, the device rate was at 140 ppm and it could not be interrogated.